Event description:
It was reported that during an ultrasound breast biopsy on a solid lesion, the cutter encountered a large hematoma and approximately 200 cc of blood came out of the pt into the pt canister. The doctor aborted the case at that point and applied a pressure dressing to the pt. The pt is currently doing fine.

Manufacturer narrative:
Info not available, device not returned for analysis. Serial number = na.